Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with failure code 810:11 in the pump's event history. The baxter service technician confirmed that this condition was caused by the pump's air in line printed circuit board being out of calibration. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with failure code 810:11 was discovered and confirmed in the pump's event history by a baxter service technician. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct this condition.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The lesion being treated was located in the mid right coronary artery. The physician treated the lesion by implanting a 2.75 x 16 mm taxus liberte stent. There was good sizing in the proximal part of the vessel but in the distal end, there was a step down and what appeared to be an edge dissection. The dissection was treated with a 2.5 x 20 mm stent being passed through the original stent in an overlapping fashion to cover the entire acute marginal bend. Post dilatation was performed with 0% residual stenosis.

Manufacturer narrative:
(B)(4). Issues concerning air in line printed circuit board failures are currently being investigated under (B)(4).